Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and an unspecified bard/davol ventrio st (device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and ventrio st (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 hours post implant of ventrio st mesh, patient developed hematoma thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hematoma as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), d4, g4 (PMA/510(k)). This supplemental emdr represents the ventrio st (device #1). An additional supplemental emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and an unspecified bard/davol ventrio st (device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and ventrio st (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia with adhesions thereby underwent open repair with implant of ventrio st mesh (device #1). Per operative notes, ¿thick adherent adhesions to the anterior abdominal wall was freed up. The hernia defect was closed using a ventrio st mesh (device #1), anchored in an inlay way to abdominal wall with suture and drain was placed.¿ about 2 hours post implant, patient had sudden increased output from the drain thereby underwent another open repair with the removal of ventrio st mesh (device #1) and implant of another ventrio st mesh (device #2). Per operative notes, ¿the drain has been removed and there was a very small amount of clotted blood which was evacuated. The ventrio st mesh (device #1) was removed. There was a minimal amount of oozing in muscle plane which was controlled and a ventrio st mesh (device #2) was placed and secured to fascia with sutures.¿ (B)(6) 2015 - patient was diagnosed with abdominal wall abscess thereby underwent CT guided drainage. Per operative notes, ¿small amount of bloody purulent fluid was aspirated." (B)(6) 2015 - patient was diagnosed with chronic infected seroma or abscess evolved into enterocutaneous fistula in the area of mesh. (B)(6) 2015 - patient was diagnosed with infected mesh with intraabdominal abscess thereby underwent repair with the removal of ventrio st mesh (device #2). Per operative notes, ¿the small bowel was densely adherent to the undersurface of mesh which was dissected and adhesions were freed up. The infected mesh (device #2) was dissected off completely.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had extensive muscle & tissue damage requiring a complete abdominal reconstruction.